Event description:
Customer reported that he was having low and high blood glucose readings when his doctor realized that the insulin pump was cracked. Crack was located near the motor and the reservoir window. The insulin pump was noted to be dropped. Customer stated that his blood glucose reading was 300 mg/dl when he noticed the crack and has been treating with a back up plan. No further information reported. Customer stated that the insulin pump showed that he hasn't delivered a bolus in three days and before the three days the insulin pump delivered too much insulin and the customer went low. Customer stated that their blood glucose readings were running high between 300 mg/dl and 400 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.